Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a de novo lesion in the distal left anterior descending (lad) coronary artery, a 2.5x28 rx xience alpine stent delivery system (sds) was advanced via femoral access and to the lesion without resistance. During deployment without issue, with a maximum pressure of 14 atmospheres, a distal edge dissection occurred. The sds was withdrawn without difficulty. The dissection was treated via deployment of a 2.25x15 xience xpedition, completing the procedure. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.